Manufacturer narrative:
Manufacturer's investigation conclusion:: heartmate 3 lvas, serial number (B)(4) was not explanted for evaluation. No alarms were reported for this event. A direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2018. It was reported that the patient expired. The cause death was nor provided. No further information was provided.